Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a px slim delivery microcatheter. During the procedure, the physician was unable to advance a ruby coil entirely through the slim microcatheter. The ruby coil was removed and resheathed. The physician flushed the slim microcatheter and attempted to advance the same ruby coil. The physician was unable to advance the ruby coil through the slim microcatheter and was removed. The physician used a new ruby coil and the physician was unable to advance the ruby coil through the slim microcatheter. The ruby coil was removed and resheathed. The procedure successfully continued using another manufacturer's microcatheter, a pod8, and additional ruby coils. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00535 and 00536.

Manufacturer narrative:
The ruby coil pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was kinked approximately 5.0 cm from the proximal end, the coil was intact with the pusher assembly, and the introducer sheath to the ruby coil was not returned for evaluation. The complaint has been evaluated. The complaint indicated that the first and second ruby coil used during the procedure would not advance beyond the distal tip of the px slim. The second coil was discarded and not returned for evaluation. The first ruby coil and px slim were returned for evaluation. Evaluation of the returned devices revealed a kinked ruby coil pusher assembly. This type of damage typically occurs due to improper handling during use. If the devices are manipulated at an angle against resistance while force is being applied, it is likely that damage such as this may occur. Further evaluation revealed ovalization in the distal shaft of the px slim. This type of damage typically occurs due to improper handling during use. If the microcatheter distal tip is pinched during insertion into the patient, this damage is likely to occur. The damage to the distal shaft of the px slim likely caused the resistance experienced when trying to advance the first and second ruby coils. The outer diameter of the ruby coil, distal detachment tip (ddt), and pusher assembly were measured and found to be within specification. The catheters are 100% visually inspected for damage during process inspection. The coils are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.